Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra valve, there was a balloon rupture at end of full deployment of valve. The valve was fully expanded with no paravalvular leakage and no effusion. The pusher was advanced to the balloon and entire system was pulled into the sheath. It was noticed that the wire and nose cone were outside of the end of the sheath under fluoroscopy. The delivery system and sheath were taken out as one. Post angiogram of the leg showed great flow with no issue. The patient was stable at the time of the report. Per follow-up communication, the sheath was split from the distal tip back. The perceived root cause was a sharp protrusion of calcium at the sinotubular junction.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging of the patient's anatomy and photos of the device were provided. Anatomy imaging confirmed evidence of calcification in the sinotubular junction (stj). Photos of the device confirmed the event and provided evidence of a torn balloon on a commander delivery system. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the balloon burst was confirmed based on the photos provided of complaint device with burst balloon. Available information suggests that patient factors such as calcification likely contributed to the event as evidence of calcification in the stj was noted and confirmed by anatomical imaging. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.